Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information indicates that there was patient contact, no patient injury and another iol was successfully implanted.

Manufacturer narrative:
Evaluation summary: the iol and a qualified cartridge were returned separately. The lens was returned in lens case. Solution and broken lens damage was observed. A small amount of solution was observed in the associated cartridge. Only slight tip stress was observed to the associated cartridge. Iol product history records were reviewed and the documentation indicated the product met release criteria. Product history records could not be reviewed for the lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece and viscoelastic used with the qualified lens/combination are unknown. The lens was broken. The evaluation of the iol and cartridge would indicate the lens damage may be related to a failure to follow the directions for use (dfu). The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Also, it is unknown if a qualified viscoelastic was used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A technician reported that during two intraocular lens (iol) implant procedures, the iols were chewed up in the injector. Additional information has been requested. There are two medical device reports associated with this report. This report is for the 1st of 2 lenses reported.